Event description:
During an in-clinic follow-up, myopotential oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected but not confirmed. No intervention has been performed, although a revision procedure is anticipated. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was capped and replaced to resolve the event.